Event description:
(B)(4). Initial report received on (B)(6) 2009 from a dermatologist via a representative company processed together. A male patient experienced parotiditis after receiving poly-l-lactic acid (newfill). A relevant history of (B)(6) was reported. No concomitant drugs were mentioned. On an unspecified date, he had received several courses of injections of poly-l-lactic acid (exact route and doses not provided), batch number unspecified. He received a last injection of poly-l-lactic acid in (B)(6) 2009. During consultation in (B)(6) 2009, the patient complained of the presence of a nodule on stenon's duct that lead to a parotiditis. The ultrasonography revealed the presence of a nodule measuring 13 mm. This nodule was punctioned by ent in (B)(6) 2009. It was reported that it was not excluded ,that this punction had been performed in no satisfactory asepsy condition. Since this punction, the patient observed a degradation of the parotiditis. At the time of this report, the outcome was ongoing. No further information was provided. Further information had been requested.

Manufacturer narrative:
Ptc number is awaited.